Manufacturer narrative:
The returned device was evaluated. During inspection of the device, the unit was found to have low speaker volume. The speaker was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over one (1) month with no previous reported issues related to this reported event.

Event description:
The customer reported the unit's speaker is not loud enough when set to the highest volume setting. No consequences or impact to patient were reported.